Event description:
It was reported that during gynecological procedures the disposable hand pieces would stop. The procedures were successfully completed using multiple disposables.

Manufacturer narrative:
Insufficient drive of disposable. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2009-01238. The same patient is represented in each medwatch.